Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used during a procedure on an unknown date. The stent got stuck in the duodenoscope and it is unknown how that procedure was completed. According to the complainant, the duodenoscope was cleaned and used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a different patient performed on (B)(6) 2015. The physician noted that the stent from the previous procedure dislodged from the inside of the scope and fell into the patient. The stent was removed from the patient. The procedure was completed and there were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used during a procedure on an unknown date. The stent got stuck in the duodenoscope and it is unknown how that procedure was completed. According to the complainant, the duodenoscope was cleaned and used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a different patient performed on (B)(6) 2015. The physician noted that the stent from the previous procedure dislodged from the inside of the scope and fell into the patient. The stent was removed from the patient. The procedure was completed and there were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information as of april 21, 2015. The stent that fell into the patient was advanced through the scope without using the barb flap cover. The endoscope working channel size was 3.7mm.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.